Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly. It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory channel, expiratory and inspiratory pressure transducer printed circuit board (pcb: s). The pcb: s was returned for further investigation simulated use testing of all the returned parts passed the performed pre-use check. No abnormal found during ventilation for 24 hours. After ventilation another pre-use check was performed and successfully passed. A microscopic investigation showed some particles in the sensor's cavity which can lead to a deviation in pressure measurements. However, it was not possible to reproduce any issue. Therefore, no root cause can be established. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.